Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the kinked condition of the image sensor cable is presumed to have been caused by excessive external stress applied to the cable. This stress likely resulted from stress on the bending section by pulling the cable while it was bent, or from excessive twisting, bending, or other stresses exceeding the design limits. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during installation, the subject flex video scope device image was distorted. There was no patient involvement.